Manufacturer narrative:
On 15sep2022, abbott issued a product correction letter fa15sep2022, involving glp aliquot module (am) (list number 06q12-01) which addresses this aliquot module issue. Impacted products are not distributed in the us, therefore no further information will be provided in this report.

Event description:
The field service representative (fsr) reported that the glp aliquot module (am) (list number 06q12-01), serial (B)(4), is creating secondary aliquot tubes and the track would not process the tubes correctly. The fsr observed the error message ¿canceled: not processed¿ in the track and sample manager (tsm) when the tubes would not process and arrive at the access point. The tubes would constantly route to both aliquot modules attached to the track and there is no notification while cars are cycling on the track or routed to the aliquot module. There was no patient involvement and no reported impact to patient management.

Manufacturer narrative:
The investigation found this issue may have the potential for delay in results to occur if the user is unaware that the samples are no longer being processed by the aliquot module, list number 06q12-01. The cause was identified as a bug in the software, when the aliquot module, ln 06q12-01 is used with cars serial numbers (sn) greater than 65535, the corresponding instructions from track sample manager (tsm) are not deleted as expected after processing the tubes. This prevents the module from processing further samples. Any additional samples will cycle on the track continuously only notifying the user when the progress timer is triggered in the tsm user interface (ui). All non-conforming software versions in the field will be obsoleted when software version 1.3.1 is available for the glp aliquot module (am) (list number 06q12-01). This report is being filed on an international product, aliquot module, list number 06q12-01, which has the same/similar component of the modular glp track system registered in the us, list number 04z96-51. Note: the glp system track is not yet marketed in the us.